Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet bionic pancreas, with blood glucose reaching approximately 42¿43 mg/dl for about one hour after a dinner bolus; the user disconnected from the device temporarily due to concern it was delivering insulin, then reconnected, and blood glucose recovered to 134 mg/dl after oral carbohydrate intake (juice and cookies). Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included use of oral glucose and no medical intervention or hospitalization. Investigation included review of device data by support personnel, user education on device behavior during low glucose, and referral for additional training to review logs and assess need for further actions. Investigation of this case revealed fluctuating glucose with reported gastroparesis potentially contributing to delayed carbohydrate absorption, with no device alarms reported during the event. It was concluded that the event involved hypoglycemia with an unclear cause and that further training and data review were warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.